Manufacturer narrative:
The insulin pump functioned properly during prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted, however motor sound very loud during rewind due to faulty motor. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed no delivery. Customer's mother stated she goes to prime the tubing, it will start to advance and then it sounds like it is going to stop and moves real slow. Troubleshooting had been done already and the issue persisted. The customer's blood glucose was unknown.